Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
It was reported that the customer was filling the tubing and the insulin did not come out of the other end. Customer changed out the infusion set and used a different lot and was able to fill the tubing. Customer's blood glucose level was 134 mg/dl at the time of the incident. Customer noticed that the insulin was coming out of the quickset. Customer stated that the pump was not dropped with the set in place. Customer stated that when she took the quick set out of the serter, she could feel insulin on her hand from the quick release. Customer was advised to change the set. No further assistance needed.